Event description:
On (B)(6) 2010, a spontaneous report by a registered nurse was received from a company representative regarding a female (age not reported) who received an injection of either restylane-l ((B)(4)) or perlane-l ((B)(4)). On (B)(6) 2010, it was confirmed by the company representative that the patient received perlane (B)(4). Medical history included possible previous injection of perlane on an unknown date, however this could not be confirmed. The patient's skin type and concomitant medications were reported as unknown. The patient received an injection of perlane from a 1.0 ml syringe (amount injected unknown) on (B)(6) 2010 (also reported as "approximately (B)(6) ago" from the date of the report), to the cheeks. Pre-procedure medications used and additional procedures performed at the time of implantation were reported as unknown. On an unspecified date in (B)(6) 2010, three weeks after the implantation, the patient first developed numbness at the injection site and later developed intermittent throbbing in the treated area. The patient did not experience discoloration, pain, edema or bruising. On (B)(6) 2010, the patient called the injecting registered nurse's clinic to report her symptoms. The patient was not directly evaluated, but the registered nurse formulated a diagnosis over the telephone which the physician concurred with. The diagnosis was pressure on a nerve with no suspected occlusion and should resolve on its own. No treatment was provided for the patient's symptoms. The registered nurse's opinion of causality was not reported. The registered nurse's assessment of the severity of the events was not reported. The lot number and expiration date were reported as unknown. The registered nurse and physician "resisted the report substantially" and the company representative did not believe that they would participate honestly. Company comment: the registered nurse and physician refused to be contacted.